Event description:
It was reported that a spectrum pump had a low volume reading. It was also reported that there was no pt incident.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.